Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh and minitape mesh. Later the patient experienced a pelvic examination, erosion, exposure, pain, incontinence, dyspareunia, secondary prolapse and difficulty with urination. A mesh repair with placement of additional mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.